Manufacturer narrative:
Further evaluation determined that the coupling tool side did not function and was defective on the device. It was further determined that the device failed the check the attachment coupling at pretest. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. Both results and conclusion have been updated to reflect this updated information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device, identified no failure and determined that the device passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery handpiece device was not working during use on a patient. There were no delays to the planned surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.